Event description:
The patient reported he changed the insulin cartridge and was not able to retract the piston rod of the infusion device. The patient replaced the battery and when he turned the infusion device on, "change cartridge" was displayed on the screen. He was not able to clear the message and he removed the battery. He was instructed to reinsert the battery using a new battery cover. He stated he did not have another battery cover. E1 (cartridge empty) error was displayed and he confirmed and cleared the error. A3 (review time and date) alert was displayed. The patient had difficulty moving through the menu and stated the up and down buttons do not work. He stated the up button became stuck and the hour continued to scroll. He was advised to press the menu button and the change cartridge message was displayed. He was instructed to press and hold the check button for 3 seconds and was unable to clear the message. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.